Event description:
After calibration of the prostaprobe and before therapy began, noticed that cooling water was flowing onto chuck pad from the pt's penis. Withdrew catheter, but could not identify exact location of the cooling system leak. A second catheter was then used to complete treatment.